Manufacturer narrative:
Please note that the following section was incorrectly reported on the follow-up #01 and is being corrected on this follow-up #02 MFR report: 1. 510(k). Additional 510(k) #s that also apply to this complaint: k142870. K161523.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 1. 510(k).

Manufacturer narrative:
(B)(4). Results: the indigo system aspiration catheter d (catd) was kinked approximately 47.0 cm from the proximal hub. Conclusions: evaluation of the returned catd confirmed a kink on its distal end. This kink was twisted supporting the claim that it occurred when the physician rotated the catheter. If the distal end of the catheter is within thrombus filled anatomy it may have hold the tip in place enough to kink when it is torqued on the proximal end. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right subclavian and brachiocephalic vein to treat a stenosis in the superior vena cava (svc) using indigo system aspiration catheters d (catds). During the procedure, the physician accessed the right basilic vein with a non-penumbra 8f sheath, then advanced the catd in the target vessel. It was reported that after a few successful advances and retractions with the catd, the catd became kinked as the physician was torquing the catheter and that the kink became more pronounced as the physician rotated the catd. Therefore, the physician decided to withdraw the catd; however, upon retraction, the twisted segment became caught at the tip of the sheath. Consequently, resistance was encountered but not much extra force was required to withdraw entire catd. After that, the physician upsized the sheath to a 9f non-penumbra sheath and completed the procedure using a second catd without further issues. It was also reported that the patient anatomy was not very tortuous but perhaps the catd distal segment may have had friction from the stenotic area and the patent section in a bend allowed for the catheter to bend/kink. There was no report of an adverse effect to the patient.